Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, it is likely the most probable cause includes damage of parts due to deterioration/ deformation/ some kind of physical stress,without any design or manufacturing issue. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited part of the connecting tube has fallen off and the coating on the insertion tube has peeled off. There was no patient involvement.